Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door lock was not working, and user had to recover ever time to open the door. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door lock was failed and clicking. A field service engineer (fse) replaced the micro switches within the latch assembly and reseated the harness cable. A hardware test application (hta) was run, and the station was restarted for an inventory count. After reboot, the customer suspected door 2 was still problematic, so the fse replaced the micro switches for door 2 as well. The station was restarted again, the hta test tool was executed, and the customer successfully performed an inventory count on door, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.